Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with moisture with residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Weight : unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -05.00 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient complained of glare/halos. The patient wanted the lens to be removed and another icl lens was not implanted.